Manufacturer narrative:
Eval summary: the device is an automatic external defibrillator and the actual device involved was evaluated. Factory service confirmed the reported ECG comm error upon powering up the unit. They isolated the error to intermittent connections on pins 15 through 22 on connector j5 on the preamp board. They replaced the cable and connector per service procedure to resolve the issue. After cable replacement, the device passed testing and returned to the customer.

Event description:
The customer reported that the unit had a comm error. This was found during device checkout. There was no pt involvement.